Event description:
An endurant stent graft system was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was fusiform, and 9.8 cm in diameter at the time of implant. The right and left iliac arteries were reported as severely tortuous. The aortic neck is angulated 16 degrees. It was reported that kub impressions showed a stent graft kink in the right iliac component at follow-up. Angle between the proximal aaa neck and the suprarenal aortic axis is 16 degrees. Angle between the proximal aaa neck and the infra-renal aortic axis is 42 degrees. Proximal non-aneurysmal aortic neck diameter, immediately below the lowest renal, is 25 mm. Distal non-aneurysmal aortic neck diameter, immediately above aneurysm, is 28 mm. Distal diameter of aorta/aneurysm above the aortic bifurcation was 24 mm. Diameter of the access vessels; right femoral artery was 9 mm. Distal diameter of non-aneurysmal neck of left iliac artery was 17 mm. Diameter of the access vessels, left femoral artery was 9 mm. Length of the non-aneurysmal aortic neck was 20 mm. The length of the portion of the right iliac from the aortic bifurcation to the end of the seal zone is 48 mm. The length of the portion of the left iliac from the aortic bifurcation to the end of the seal zone is 54 mm. The right and left iliac artery are severely tortuous and circumferential aortic mural thrombosis/calcification was reported as 30 percent. No clinical sequelae were reported, and the patient is fine. A film review has been completed: four x-rays from follow-up were reviewed. One of the images shows that the ipsilateral extension was sharply angulated, just distal to the junction between the distal ipsilateral limb at the ipsilateral extension. The appearance of this is more of a bend, and not a kink as described, as the stents appear completely expanded.

Manufacturer narrative:
Method: film evaluation. Results: kink, severely tortuous iliacs. Conclusion: severely tortuous iliacs.